Event description:
In 2009, the patient reported experiencing large air bubbles in her insulin cartridge and infusion tubing with her last 3 insulin cartridges over the last 9 days. This has caused elevated blood glucose of 300-400 mg/dl and she feels lethargic with a headache. Her normal blood glucose level is 180 mg/dl. She stated that she primes air from the insulin cartridge before connecting to her infusion site and within a couple of days the air bubbles form. She stated that today she noticed an air bubble in the insulin cartridge and she changed the insulin cartridge and infusion tubing and she bolused to correct elevated blood glucose. Several hours later she noticed a large air bubble in the insulin cartridge and small air bubbles in the infusion tubing. She was able to prime the air from the system. She was advised to remove and reinsert the insulin cartridge and to properly adjust the piston rod of the infusion device. The patient did not require medical assistance from a health care professional or second party to address the issue. The infusion set was requested for evaluation.